Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the dog underwent an animal surgery on (B)(6) 2019 and the suture was used. On (B)(6) 2019, the suture was found knotted but looked partially disintegrated.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9138, mk8cpzq0 number, and no non-conformances were identified. Additional h3 investigation summary: one opened box with seven unopened samples of product code w9138, lot mk8cpzq0 was returned for evaluation. The complaint sample was not received. During the visual inspection of seven unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defect or suture breakage were noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found.